Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed since the patient had to be treated for an occluded popliteal artery from the angioseal anchor. The adverse event alleged was caused a week after the successful deployment of angioseal device and the likely cause could be related to over tamping of the collagen causing the suture to break and anchor getting dislodged. Other possible causes could be related to patient care and ambulation post deployment of angioseal. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier: requested, not provided. Date of birth: born (B)(6). Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Lot number: unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used during an intervention with a 6f sheath, access via right femoral artery, no complication during puncture. Percutaneous transluminal angioplasty (ptca) of rca (nstemi). There was no angiography of the common femoral artery (afc). The closure of femoral artery was successful with the angio-seal device. Hemostasis was achieved. Patient left hospital on (B)(6). Additional information was received on (B)(6) 2021: the patient came to the hospital with pain in the right leg which was cold. Cat scan was done. Subtotal closure of right popliteal artery. The anchor (probably) of the angio-seal was attempted to be retrieved via percutaneous transluminal angioplasty (pta) but without success. An open surgery was done on (B)(6) 2021 where the device was removed. The procedure performed was a ptca rca using a 6 fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. There were no issues with insertion, deployment, or withdrawal of the device. The estimated blood loss was not greater than 250cc's. The patient was stable. Hemostasis was achieved by the angio-seal. Cath lab report states: diagnoses: nstemi in subtotal occlusion of rca. Ptca/de stenting of the rca with very good primary result. Arterial hypertension. Anamnesis: on saturday, the patient had pain in his left arm and additional pain in the neck. The pain lasted about two hours. At night and in the morning the pain repeats over several hours. Minimal light thoracic pressure sensation. The neck pain would occur when looking to the right and left. Never cardiac catheters. The patient had not noticed the trigger. An ECG had been made at the family doctor. On the way to the waiting room, the patient had become dizzy, and he had the feeling that he was getting black in front of his eyes. At the family doctor, he then had bradycardic frequencies. Bradycardic heart rates around 58/min are known to the patient. Physical examination findings: patient awake responsive, oriented to all qualities in reduced az and normal ez. Cor: heart tones pure, no typical vitia sounds. Pulmo: normal breathing sound, no rattling noises. Abdomen: soft, no pressure pain, normal intestinal sounds over all 4 quadrants, kidney bearings free. Legs slim. Pathological laboratory parameters: at ingestion: creatinine 1.27 mg/dl, triglycerides 160 mg/dl, ldl cholesterol 152 mg/dl, troponint-hs 58 ng/l, troponint-hs 129 ng/l, ck 211 u/l. Upon discharge creatinine 1.27 mg/dl, crp 1.00 mg/dl was given. Covid 19-test from (B)(6) 2021 was negative. ECG was bradycardial sinus rhythm hf 53/min, indifference type, no erbst. Chest x-ray from (B)(6) 2021 showed heart enlarged when lying down, discrete central venous congestion. No effusions, no extensive infiltrates. Transthoracic echocardiography from (B)(6) 2021, aorta ascending normal caliber (34 mm). Normal global pumping function, no regional wall movement disturbances. Left ventricle normal size, low hypertrophic wall thickness, left atrium not enlarged (ivsd 10mm, la 38mm). Flaps morphologically inconspicuous. No high-grade vitium. Normal I/o, no diastolic relaxation disorder. No right heart enlargement, rv function visually preserved. No pericardial effusion. V. Inferior cava slim, breath modulated. Summary, normal global pumping function, no regional wall movement disturbances. Hku from (B)(6) 2021: balanced supply type. Left coronary artery: main trunk inconspicuous. Slight wur of the lad. 75% stenosis of the rd1 exit. Lcx with light wur. 75% stenosis of the rm1 outlet. Right coronary artery: subtotal occlusion of the med. Rca, 80% stenosis of med. Rca. Intervention rca: uncomplicated wire insert. Pre-dilatation with balloon 2.25 x 20 mm. Insert of a zotarolimus coated stent (3.0 x 26 mm). Post-dilatation with balloon nc 3.5 x 15 mm. Very good primary result (timi 3). Conclusion: nstemi with subtotal closure of the rca. Ptca/de stenting of the rca with very good primary result (timi 3). Therapy and course: inpatient admission was carried out at nstemi with clear troponin dynamics. In the hku h.a. 3 g chd with subtotal closure of the rca. The rca was stented with a very good primary result. Furthermore, double platelet inhibition with asa + prasugrel was initiated for 12 months. Echocardiographically, a preserved pumping function was represented. The patient presented stable on all sides of our monitoring station. We recommend an optimal adjustment of the cardiovascular risk factors and can release (B)(6) in stable general condition into your estimated, family doctor's further treatment. Last medication: ass 100 mg up to (B)(6), prasugrel 10 mg, up to (B)(6), candesartan 8 mg. Surgery report states that the diagnoses thromboembolic short-stretched occlusion of the popliteal artery on the right due to a dislocated occlusion material to the right femoral puncture in z. N. Ptca and de-stenting of the rca on (B)(6) 2021 at z. N. Nstemi with subtotal closure of the rca arterial hypertension, z. N. Appendectomy, z. N. Tonsillectomy. Therapy: longitudinal arteriotomy salvage and dacron-patschplasty on (B)(6) 2021. Endovascular aspiration embolectomy via a right femoral access on (B)(6) 2021. Findings dsa pelvis/leg, 1 leg right, thrombectomy thigh and lower leg right from (B)(6)2021. Thromboembolic short-stretched occlusion of the popliteal artery on the right, presumably on the floor of a dislocated occlusion material in right femoral puncture about 7 days ago. Endovascular aspiration embolectomy via a right-femoral access. Procedure was timely surgery for surgical embolectomy on the right lower leg planned. Anamnesis and findings the patient introduced himself to our central emergency room 1 week ago with 4 days of calf pain under stress in condition after cardiac catheter at nstemi via right femoral access. In a duplex sonography, a subtotal occlusion of the popliteal artery on the right was detected. Clinically, the dorsal pedis and posterior tibial artery were not palpable on the right, the popliteal artery was not palpable but dopplerable. The peripheral pulses on the left side were strongly palpable. The abi was 0.9 on the right and 1.28 on the left. The patient was admitted to our clinic for further diagnosis and therapy using dsa and pta. Therapy and course: further diagnostics using dsa showed the above-mentioned findings. An endovascular aspiration embolectomy was frustrating, so the indication for surgical embolectomy was made. We carried out these on (B)(6) 2021. Under undisturbed general anesthesia. The intra- and postoperative course was uncomplicated. The wounds were always unstimulated. The intraoperatively inserted redon drainage could be removed in a timely manner with a low flow rate and inconspicuous secretion. The symptoms of stress improved significantly. The peripheral pulses on the right side were easy to touch. The abi measurement postoperatively resulted in 1.16 on the right and 1.5 on the left. The laboratory chemical controls showed no acute need for action. Thus, we were able to release mr. (B)(6) on (B)(6) 2021. In a good general condition in your outpatient further treatment. Procedure: wound control in the course requested. Removal of the skin threads from the 14th postoperative day with assured wound healing. Continuation of the double platelet aggregation inhibition by means of asa and prasugrel according to cardiology. In case of complaints or complications, a re-introduction to us is possible at any time. Medication on discharge: novalgin 500mg, ass 100mg, prasugrel 10mg, candesartan 8mg. Thrombosis prophylaxis was carried out using clexane 40 mg 1x daily s.c. During the inpatient stay. The above drugs are only therapy suggestions and can of course be replaced by equivalence preparations.